Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports a smith flat filter broke at the adapter point to the cvc and got stuck on the cvc. The break occurred after the filter had been changed daily. Octeniderm was used for disinfection during filter infusion change. The cvc had to be replaced by inserting a guidewire without a new puncture. The patient was reported to be fine.

Event description:
Customer reports a smith flat filter broke at the adapter point to the cvc and got stuck on the cvc. The break occurred after the filter had been changed daily. Octeniderm was used for disinfection during filter infusion change. The cvc had to be replaced by inserting a guidewire without a new puncture. The patient was reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The complaint of luer hub damaged during use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be "locked" through luer-lock connector(s) using standard institutional policies and procedures. Slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of luer hub damaged during use was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports a smith flat filter broke at the adapter point to the cvc and got stuck on the cvc. The break occurred after the filter had been changed daily. Octeniderm was used for disinfection during filter infusion change. The cvc had to be replaced by inserting a guidewire without a new puncture. The patient was reported to be fine.